Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and emergency room visit. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that a pod was activated on (B)(6) at about 2:37 pm and by 2:54 his blood glucose reached 21.5 mmol/l (387 mg/dl) which they corrected with a 5.3 unit bolus. In a follow up call the next day she reported that he entered a "zombie state" with acute muscular pain later the night of the (B)(6), so she took him to the emergency room. His ketones were elevated and he was treated with an IV and released after eight hours.